Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When we opened the gauze that wrapped the extension adapter and catheter to start dialysis, we noticed that the v-side extension adapter had come off the catheter. There was a crack in the compression ring. The extension adapter was replaced on (B)(6) 2020 and used for 3 months.

Manufacturer narrative:
The venous extension, adaptor, and compression ring were returned for evaluation. Visual inspection shows no issue with the extension or adaptor. The compression ring is cracked. It cannot be determined when this crack occurred. The contract manufacturer conducted a review of the manufacture records and confirmed the device was manufactured according to specification. A definitive root cause cannot be determined but is most likely not manufacture related. It appears that the device may not have been properly assembled leading to the extension separating from the lumen. During validation of this device family testing was performed to assure that the separation force of the lumen to adaptor joint meets iso standard. The instructions for use (IFU) contains the following cautions: when cutting catheter to desired length, assure lumen is cut square and that remaining catheter lumen is not damaged. Examine entire length of lumen tubing for damage. If the lumen is split, swollen, or has other damage beyond the last printed priming volume mark, the catheter should be replaced. Slide adapter part over catheter lumen. Slide compression ring over catheter lumen. Insert metal cannula of adapter part into the catheter lumen with a twisting motion, making sure the tubing is fully seated (until no metal is visible). Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information that was requested. The lumen pulled off the extension, it did not break. When replacing the extension, the catheter was cut and then the extension was attached. (It came off after 3 months). The catheter is still in use.